Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is related to a previous reported problem for this pump. Device evaluation: the reported condition of an alarm while infusing involving an infuso.r. Pump was confirmed and reproduced during device evaluation. The assignable cause was determined to be a damaged micro-processor unit (mpu) board. The mpu board was replaced to fix the reported condition.

Event description:
The facility reported an infusor pump that was "alarming while infusing." According to the facility, this event occurred during delivery while the patient was connected in the anesthesia department. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.